Event description:
It was reported that the cardiomems implant procedure was abandoned due to inability to obtain guidewire positioning prior to cardiomems delivery catheter insertion. A 0.18 covidien nitriex wire was used. The physician stated the cause of the difficulty was due to the patient's anatomy. There were no adverse consequences to the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).